Manufacturer narrative:
This incident meets criteria of a FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place'; regardless of patient outcome.

Event description:
Customer placed two guide wires (0.035) through the duodenoscope. They placed the first zilver stent into the right biliary duct but did not deploy it. They introduced the second stent into the operating channel and it was very difficult to slide the stent. Doctor strongly pushed the sheath of the stent into the scope. Nurse did not remove the red plastic security. Stent deployed without any human action on the zilver handle - distal part of stent was deployed in duodenum and proximal part in the operating channel. Doctor deployed first stent in the right biliary duct and removed sheath and guide wire. Doctor removed second zilver sheath through scope but kept the second guide wire in place. Doctor used a snare to remove the metallic stent through the scope channel. For finishing, doctor dilated the left biliary duct and the deployed a zilver 10x8 stent without problem.